Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, high voltage lead impedance was high and out of range via review of session record. Measurements were in-range during in-clinic check and were repeated twice with same in-range results. No noise was reproduced during arm movements and pocket manipulation. No anomalies were observed via review x-ray. Patient was fine and will be monitored.